Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal end of life, low defibrillation impedance was observed on the right ventricular (rv) lead. During device replacement, the rv lead was capped and replaced. The patient was stable following the procedure and there were no adverse consequences.